Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received alarms on the pump. The customer's blood glucose level was not impacted. The customer was unable to identify the alarm or provide any additional information about the events as they had occurred in the past.